Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The sbc lithium coin battery was evaluated and the replaced. The bios was also reloaded as part of the service call. The system was tested and found to be working as intended and returned to service.